Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was unknown. The customer reported damage near the drive support cap the pump casing is coming apart from the body of the pump, not sure how this occurred. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced.

Manufacturer narrative:
The pump was received with a slightly loose drive support disk. The pump was received with a cracked end cap, a missing end cap sticker, a cracked case at the display window corners and minor scratches on the lcd window.